Manufacturer narrative:
The returned junction box was quarantined and destroyed per the recall process; therefore, an evaluation of the product was not performed.

Manufacturer narrative:
The patient's husband stated that the bed is plugged directly into a grounded (3-prong) wall outlet and that there is nothing else plugged into the same outlet. He indicated that the junction box continued to smoke even after the pendant button was released, so he unplugged the power cord from the wall to make it stop. He stated that he did not see any sparks, just smoke. The serial number of the bed falls within the scope of a medical device recall involving the junction box. It was identified that certain junction boxes used in the bariatric bed could possibly fail resulting in smoke or sparking which can lead to a risk of fire. The junction box was subsequently replaced under the recall. The patient's husband indicated that they have experienced no further issues with the bed since the junction box was replaced. The defective junction box was returned to invacare on (B)(6) 2017 and the evaluation is in-process.

Event description:
The patient's husband reported that the patient was using the hand control to raise the bed when they witnessed smoke coming from the junction box.